Event description:
It was reported that there was a malfunction alarm with code malf 0 on the customer's device. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.